Event description:
It was reported that the user administered a subcutaneous insulin pen dose for hyperglycemia and then reconnected the ilet after a supply change. The agent instructed the user to immediately disconnect to mitigate insulin stacking and to remain disconnected for at least two hours, and no device component issue was implicated. Symptoms included hyperglycemia peaking at 360 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure of administering external insulin while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.